Manufacturer narrative:
(B)(4). Pump received with insulin flow block during prime/seating test due to motor defect. Unable to perform the displacement test, force sensor test, basic occlusion test and occlusion test due to motor defect. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block while filling the tubing. Customer stated the insulin did exit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.